Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The dso (downstream occlusion sensor) failed calibration. The value was stuck at 2500mv. Event history log was reviewed and the error was found multiple times. The dso was inoperable and it was replaced during repair. The cause of the reported problem could not be determined. A DHR review was performed. Subsequent, to the manufacturing of the device and prior to its release. No problems or issues were identified, during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited downstream occlusion and tubing errors. No adverse effects were reported.